Event description:
It was reported that the procedure was to treat a heavily calcified, 75% stenosed lesion in the left anterior descending (lad) artery. As the 3x12mm nc trek balloon dilatation catheter (bdc) was being backloaded onto the guide wire and advanced into the guide catheter (gc) with difficulty, the proximal shaft of the bdc became separated. The bdc was removed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. A non-abbott bdc was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported difficult to advance could not be confirmed. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. In this case, the difficulty advancing the bdc through the guide catheter could not be confirmed by return analysis. This indicates that the difficulty was likely due to circumstances of the operation, such as, buildup of procedural contaminants or tortuous anatomy. Additionally, it is likely that manipulation of the device during its interaction with the guide catheter contributed to the reported material separation, as the fracture faces were oval and jagged, indicating a tensile overload at a kink or bend. Manipulation of the device may have also contributed to the noted kinked inner member, outer member, and hypotube. There is no indication of a product quality issue with respect to manufacture, design, or labeling.